Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-00375. Related manufacturer reference number 3006705815-2022-00376. It was reported that patient experienced ineffective therapy and pain at the ipg pocket site after a fall. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken, wherein the entire system was explanted.